Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the videoscope had a b30 communication error. There were no reports of patient involvement.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection the reported failure was not identified. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.